Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to failure of the charged coupled device (ccd). It is likely that the cause of occurrence of failure of the charged coupled device (ccd) is that water penetrated into the cable. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the unit received had no image due to a badly charged coupled device and a cable that failed the water leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a non-identified malfunction. There were no reports of patient harm. The device was returned and evaluated and failed to display any image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.